Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The unit was tested and it was confirmed that the burr and attachment devices were on the handpiece device. It was determined that the handpiece without the attachment was assembled and placed in the run position. It was determined that the user assembled (coupled) the attachment and cutter which locked them together and could not be disassembled. The handpiece was assessed and passed all manufacturing specifications and was not the cause of the failure. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event. It was reported that during an unspecified surgical procedure, it was discovered that the attachment and burr devices were stuck in the motor device. There was a five to ten minute delay to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.